Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens specialist reminded the customer on when they can access the interior of the instrument. Siemens investigated the issue. The instrument will attempt to aspirate samples, after the error, until the assembly is offline. The operator was reminded to wait until the instrument is offline or until the instrument is in standby before attempting to clear a jam. Based on the advia centaur xpt online help, "if a tip tray jam occurs while the system is processing samples, allow the system to complete processing before clearing the jam". A use error contributed to the operator's injury as the operator attempted to remove sample tips while the instrument was in-process. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that the sample probe of an advia centaur xpt instrument scratched the top of an operator's hand as the operator manually removed excess tips from a trip tray, due to a tip tray loading error. The instrument was still in-process when the customer attempted to remove the excess tips. The scratch was cleaned, and the operator applied a band-aid. No further medical intervention was required. There are no known reports of adverse health consequences due to the scratch the operator sustained to the hand.